Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during index procedure. One endeavor sprint drug eluting stent was implanted in the ramus, during a staged procedure approximately 9 days later. The patient expired approximately 36 months post index procedure. Cause of death is acute pulmonary edema. Investigator assessed the event to be not related to the study device. The cec has adjudicated that the death was cardiac.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).